Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (no power) issue. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on 10/04/2017 with the following findings: review of the black box data revealed multiple records of unexplained power on reset events. On examination, the battery cap and battery compartment were intact and without damage. The returned battery cap was able to fit properly to the pump and maintain electrical connection throughout the investigation. The pump successfully performed ez-prime sequence. The pump was exercised for 24 hours without any interruption in power. The pump was opened for further investigation and did not reveal any damage, defect or contamination of the pump¿s interior components. Investigation did not duplicate the complaint. (B)(4).